Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date.

Event description:
Surgical intervention took place on (B)(6) 2022 wherein the scs system was explanted due to ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The report of ineffective therapy was confirmed. Analysis of the paddle lead found that the terminal end lead tail 1-8 setscrew engagement marks were not properly located on the appropriate contact indicating that the lead tail was not properly inserted into the ipg header. Lead tail 9-16 setscrew engagement marks were properly located on the appropriate contact. There were no other issues found during analysis of the paddle lead. The lead passed resistance testing.